Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombosis occurred. During a watchman procedure, a versacross connect for laac was selected for use. The physician gave heparin as soon as transseptal puncture was completed with the versacross connect and watchman fxd double curve. There was no clot seen on fluoroscopy or transesophageal echocardiogram (tee). A non-boston scientific pigtail catheter was advanced through watchman sheath, contrast was injected to visualize the appendage. Once angiogram was completed, the pigtail catheter was removed and a clot was found on the tip. Activated clotting time (act) was 246 and an additional 4000 units of heparin were given. A scan was done with tee and no clot found in the appendage or left atrial appendage (laa). Nothing was seen on fluoroscopy either. The watchman device was prepped and deployed. Device pass criteria was met and physician released the device. As the physician came back to the right side of the heart a small clot was seen on the septum on the right side. Physician decided to leave it and did not give protamine. The procedure was completed successfully with no further patient complications. The patient stable, and was not hospitalized and they were discharged. No issues during transseptal puncture nor with versacross devices were reported. In the physician's opinion, the versacross did not contribute to the patient complication. The device is not expected to be returned for analysis (disposed).